Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it in 100 buffered glucose test solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and sensor issues. Customer's blood glucose value was 46 mg/dl at the time of the incident. Patient's current blood glucose 256 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with glucose tablets. Trouble shooting was performed for the sensor product and found calibration not accepted followed by change sensor alert. Advised if waiting at least 15 minutes before attempting calibration is not successful to wait one hour from when blood glucose value that resulted in calibration not accepted was entered before entering a new blood glucose for calibration. Advised sending replacement sensor. The sensor will be retuned for analysis.